Manufacturer narrative:
Batch review performed on 25 july 2019: lot 178747: (B)(4) items manufactured and released on 22-march-2018. Expiration date: 2023-03-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed after 4 months from the primary due to instability caused from exercising. The surgeon revised the medacta 12mm poly with a medacta 17mm poly and the surgery was completed successfully.